Manufacturer narrative:
The fse confirmed that the da-mc ribbon cable was replaced and that no parts are available for return.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.